Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to infection. A second procedure was later performed to implant a new device. No further patient complications were reported.